Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The failure happened when the device wa snot used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation transducer printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).